Event description:
On (B)(6) 2012, customer reported that the chemistries failed calibration on the dxc 800 pro instrument, and that the cartridge chemistry sample probe leaked. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the probe leaked. Fse replaced the t-valve and this resolved the calibration and leak issues. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).